Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2022 to 24- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unaware regarding keys for the back panel to access the medications in the station. A technical support specialist provided guidance on ordering replacement keys if they were missing. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system had an override key issue, causing a delay in accessing the medication for the patients. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had a override key issue, causing a delay in accessing the medication for the patients. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user requested regarding keys for the back panel to access the medications in the station. A technical support specialist guided to order keys if they were missed. The system functioned as intended.